Event description:
On (B)(6) 2012, customer reported sharing a partially-used ck-mb reagent pack between the laboratory's dxi and access 2 instruments, which resulted in either false negative or ind-flagged "no value" results for six to eight patient samples. The erroneous results were not reported outside the laboratory. During troubleshooting with customer technical support (cts), it was determined that the customer transferred a partially-used reagent pack from a dxi instrument to the access 2. Cts confirmed that the pack sharing warning label was affixed to the instrument per (B)(4). Cts advised the customer to discard the shared reagent pack and repeat any patient samples up to the last known good quality control (qc) check. Customer reran the affected patient samples and stated that the results matched historical patient data. Cts attempted three times to gather specific data from the customer, including the exact number of patient samples affected, original and repeat results, and patient demographic information, but the customer declined to provide this information. The customer did not report affect to the patient or user attributed or connected to this event. Service was not dispatched as the failure mode for this event was user error.